Event description:
The customer reported her blood glucose measured 104 mg/dl at 6:30 pm and 289 mg/dl at 8:40 pm with no boluses reported. She was in pain so she decided to remove the pod. There was also bleeding at the insertion site. Upon further inspection she noticed the needle never retracted back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (fail to retracted), to determine if it could have contributed to the reported hyperglycemia or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.